Manufacturer narrative:
The hill-rom tech found the brake would engage but fail to lock tire rotation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the caster to resolve the issue. Bases on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head left brake was not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).